Event description:
As reported, rn (registered nurse) noted blood backing up from the patient into the IV tubing. Upon investigation, the rn noted a wet area on the ground and, on closer look, the IV tubing appeared bunched up and had a slit in it where the medication was leaking out of. Other events describing faulty/leaking tubing or issues with integrity of the tubing (having hole(s) or cracks, breaking, snapping or being damaged during routine use, being sliced or cut in half by the pump, and leaking at connection sites). Critical medications (e.g., vasopressors) were interrupted and rescue doses needed, hazardous/chemotherapeutic medications are spilling or splashing and exposing both patients and staff, septic patients who are on antibiotics, and cancer patients, are not receiving the full dose of the medication, medications including high-cost medications, are having to be re-made, and portions of blood products are being wasted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). To date no physical sample was returned for evaluation. The defect cannot be confirmed due to not having any evidence to support the reported incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with (B)(4) of the FDA esg help desk.